Event description:
In 2006, a prostate patient received dose (to the prostate) from a plan belonging to a head and neck patient. Part of one fraction was administered (5 fields out of 9. Customer caled varian's treatment planning system (tps) helpdesk for asistance in using eclipse to analyze the does that was delivered to the patient. In about 3 weeks later, tps helddesk called the customer to follow up on this issue. Customer indicated that they had reviewed the incident and determined that no serious injury had occurred. Customer also indicated that the incident was due to use error and did not involve equipment malfunction.